Manufacturer narrative:
The company service representative examined the system and could not confirm or replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system met specifications; the root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the laser does not work. Procedure details and patient impact are unknown. Additional information has been requested but not received.